Event description:
The patient (pt) initially reported that on (B)(6) 2013, she was diagnosed with a corneal ulcer (cu) in her right (od) eye after wearing acuvue oasys contact lenses. After approximately a week of use, the pt woke in the middle of the night with redness, tearing, swelling, and pain. She saw her eye care professional (ecp) the following morning and was diagnosed with an ulcer. The ecp's office reported the pt presented with tearing and pain od for 2 hrs on (B)(6) 2013. Diagnosis was od cu and acute iritis. Cu noted as 3mm epithelial defect, 9 o' clock approaching limbus, several sub-epithelial infiltrates (sei) temporally with mild edema. The pt's va on (B)(6) 2013, was 20/50 od (previous va on (B)(6) 2013, was 20/20). On (B)(6) 2013, the pt was prescribed vigamox lgtt q1h. The pt was seen for follow-up on (B)(6) 2013. The od ulcer was resolved and the pt was advised to start tapering the vigamox and predforte, bid on the 12th, qd on the (B)(6). The pt was cleared to go back into contact lenses on the (B)(6).

Manufacturer narrative:
Twenty three sealed lenses were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual defects were observed. The solution was also tested. The ph and conductivity were in specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.: device labeling for single use or reuse.